Event description:
During the procedure, while the surgeon was using the minerva ablation, the disposable hand piece did not work, the rep, for this product was present in the room, he asked the surgeon to take it out from the pt and he turned the machine off and back on and the surgeon did the same steps but it failed again. We opened a new hand piece and started all over again and everything went fine. Procedure done without any problem, defective hand piece was pulled out from the field and marked defective and brought to charge nurse attention. FDA safety report ID# (B)(4).